Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a long steady rise in pacing impedance which was now high and undefined. In addition, the lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted the lead was thoroughly analyzed. No anomalies could be attributed to the complaint at this time. If information is provided in the future, a supplemental report will be issued.